Event description:
Physician was suturing during colpocleisis and while using 2-0 vicryl suture, the needle broke in half and was flung from sterile field. X-ray was performed and radiology determined "no foreign body in the patient".